Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was not reaching patient's room fifteen (15) feet away with a wall in between. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and several losses of connection were observed. The reported event of receiver was not reaching patient's room was confirmed by data. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.